Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: extreme pain in her hips causing difficulty ambulating and sleeping. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to tissue damage.

Event description:
Litigation papers allege: extreme pain in her hips causing difficulty ambulating and sleeping. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to tissue damage. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that there was corrosion on the trunnion. The femoral stem and adapter sleeve were added to the complaint. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified implant dates. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege: extreme pain in her hips causing difficulty ambulating and sleeping. Update: (B)(6) 2011 - the sales rep has reported the revision. Patient was revised due to tissue damage. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Other text: not returned.